Event description:
It was reported that this right atrial (ra) lead experienced loss of capture and impedances values under 200 ohms as well as between 200 and 1600 ohms. It was noted that a lead conductor fracture and insulation damage are suspected. No adverse patient effects were reported. Currently, this lead remains in service.